Manufacturer narrative:
Aware date updated: 05/19/2023.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d5, d9, e2, e3, g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings,component codes, investigation conclusion), h10 additional information: event site postal code: 1350053, event site state:13 a getinge field service engineer fse was dispatched to the site to evaluate the unit. The fse replaced drive mainfold, 12500 hours pump maintenance kit and safety disk. Equipment calibration comprehensive inspection results are good. The iabp was then released and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) unit was found to have a defective manifold. There was no patient involvement.